Event description:
It was reported that following a diagnostic catheterization and intervention of the mid left anterior descending (lad), a right femoral angiogram was performed. A dissection was noticed by the physician in the right distal iliac of the vessel. The stick location was fine meeting all criteria to close with a 6f evolution angio-seal. Hemostasis was achieved. Angio-max, plavix and a single bolus of integrilin were used. Angio-max was discontinued following the procedure. After the patient was transported to the pacu, the nurse and physician noticed that the patient's pulses were absent. It was noticed that the distal iliac was occluded at the point of dissection and a 14cm stent was placed. The patient was reported in stable condition. After review of the film, the [physician stated that the dissection was caused by a catheter or a wire insertion. The physician does not allege that the angio-seal caused the incident. The physician stated that the sheath should have been left in and the patient should have been placed on a heparin drip, so the dissection had a chance to heal.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.